Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted total protocolectomy with ileonal j-pouch reconstruction and loop ileostomy creation procedure, the first stapler, was unable to close with tissue between the jaws, while the second stapler was able to cut but it did not staple when fired. There was no patient injury.